Event description:
As reported summary: wings broke off optiseal sheath during attempted splitting for sheath removal. Used hemostat to grab sheath beyond broken wings and peeled sheath with hemostats to remove. Device return indicated possible particulates.